Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is not included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited premature battery depletion behavior. Engineering reviewed the diagnostic data and confirmed the power consumption of this device had been increasing during the past year and the power consumption was expected to continue increasing. Device replacement was recommended. Additional information was received confirming this device was explanted, replaced and it was eventually returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Corrected field: (e. Initial reporter - e1, e3) the initial reporter (B)(6) is not a health care professional, is a technician/engineer. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) behavior. Engineering reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year and the power consumption is expected to continue increasing. Device replacement was recommended. Additional information was received confirming this device was explanted, replaced and that it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) behavior. Engineering reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year and the power consumption is expected to continue increasing. Device replacement was recommended. No adverse patient effects were reported.